Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe performed the splld and user checking procedure. All procedures passed.instrument is operating as expected.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).